Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he developed an infection at the site with the sensor. The customer went to the doctor and was given antibiotics and it has healed. The customer stated that he has some issues inserting the sensor due to having a large belly and when his wife does the insertion he doesn't have any problems. Blood glucose value is unknown. Customer declined transfer for troubleshooting.